Event description:
It was reported that the ilet system exhibited leakage inside the cartridge chamber, with the user acknowledging extended reuse of infusion supplies and later reporting leakage again after installing a new cartridge and connector; the user was advised to perform a full supply change using a new box and to contact support during the change. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond device performance concerns and supply replacement needs.

Manufacturer narrative:
Investigation included customer interview and user education on proper supply replacement and handling. Investigation of this case revealed evidence consistent with supply degradation from reuse and a possible faulty or compromised disposable component leading to fluid leakage. It was concluded that the event was related to either improper maintenance and reuse practices or a defective disposable component, with device function otherwise unconfirmed in the absence of returned product for analysis.